Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. In (B)(6) 2009, the patient began dianeal pd2 ultrabag and extraneal viaflex therapies (doses, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. Remedial treatment for the event of peritonitis was not reported. On an unreported date, the patient was switched from peritoneal dialysis to hemodialysis and dianeal pd2 ultrabag and extraneal viaflex therapies were discontinued. On an unreported date in 2011, during hemodialysis therapy, the patient died. It was not reported if dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing until the patient's death. A causality statement was not provided for the event of peritonitis. The nurse declined further contact.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The patient death was reported under medical device report #1423500-2011-12511.

Manufacturer narrative:
(B)(4). The root cause for the reported condition of peritonitis was undetermined; there was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.